Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was revealed during investigation that there was one no external power alarm that occurred while the device was connected to the mobile power unit (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm while the device was connected to mobile power unit (mpu) was confirmed via the log file. The submitted log file spanned approximately 41 days ((B)(6) 2020 per the timestamp). The log file captured segments of events that had only 4 unique timestamps and cannot be reviewed in time series. Although the log file did not indicate unique timestamp, a no external power activated on (B)(6) 2020 at 13:50 due to rsoc voltage diminishing to ~3.6v while the device was connected to a mobile power unit. The backup battery provided power to the pump during this alarm. The alarm resolved shortly after reconnecting the power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.